Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0b8zw, product type: lead; product ID 3387s-40, lot# v a0b8zw, product type: lead; product ID 3708660, serial# (B)(4), product type: extension; product ID 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported the patient had urinary retention that was related to the implant procedure and study. Corrective action was noted as other but was not specified. The event was considered resolved. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that corrective actions included straight cath, indwelling foley catheter. The patient had urologist evaluation on (B)(6) 2014.

Manufacturer narrative:
(B)(4)